Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 4french sheath was used and there was no difficulties with access. A ultrasound scan was used for puncture in an anterograde approach. The sheath and dilator was positioned with good bleed back so the wire was removed. When trying to advance the collagen plug it was noted that after passing through the valve it would not advance. It was found to be kinked at the distal end beside the hub, which was preventing it from advancing and deploying. The whole device was removed, nothing was left in the patient. Manual compression was performed to achieve hemostasis. The patient was unharmed. Additional information was received on 4/24/2018: a ultrasound was performed during the angioplasty procedure. There was no difficulty with arterial access. The patient did not experience blood loss due to this event.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angio-seal vip device was returned for evaluation. The carrier tube assembly was returned partially inserted into the hemostasis sheath. There was a kink observed in the exposed portion of the carrier tube. The arteriotomy locator and the plastic header bag was returned as well. All component showed a presence of dried blood substances. The carrier tube assembly was unable to be moved from its stuck location due to excessive presence of dried blood like substances. The device was examined under fluoroscopy and the collagen and anchor at the end of the carrier tube could be seen. No opaque obstruction was noted. The outer diameter of the sheath was measured to be 0.095 and inner diameter of the carrier tube was measured to be 0.0806". All measurements were within the specifications of manufacturing. A cut down of the sheath was performed to confirm the source of obstruction and dried blood substances were observed in the space between the sheaths and between the sheath and the tamper tube which adhered to the collagen making it impossible to maneuver in during attempted testing. The complaint is confirmed for kinked carrier tube .based on the available information and evaluation of the device, the exact cause of the event cannot be determined. The most likely cause is premature swelling of the collagen which led to insertion difficulty which in turn led to the bent carrier tube. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.